Manufacturer narrative:
H6: added code a040601 and omitted a0502.

Manufacturer narrative:
B5 revised.

Event description:
Updated clinical narrative: (updated 2026-3-12, with aei information) impella cp c10 was implanted in a 69 year old male through the 14 fr low profile sheath via the femoral artery for lv unloading with ECMO for cgs. The patients comorbidities are unknown. The patient presented in stage d shock. While on support the patient was noted to have hemolysis. Haptoglobin was administered. On day 8 of support, the device was explanted and patient survived. When removing the impella pump, it would not come out of the sheath. It was noted that the sheath had a bent at near the sheath hub. Hemolysis is an increase risk with patients on multiple mechanical support devices, however the physician noted that they felt it was due to the rca lesion and not the impella pump. The difficulty with the removal was further discussed with the medical team, and there is the presumed contribution of the ECMO explant and manual hold to the groin site causing a kink of the introducer which contributed to the difficulty.

Manufacturer narrative:
Section d4 catalog number was corrected.

Event description:
It was reported that an impella cp c10 was implanted in a 69 year old male through the 14 fr low profile sheath via the femoral artery for lv unloading with ECMO for cgs. The patients comorbidities are unknown. The patient presented in stage d shock. On day 8 of support, the device was explanted and patient survived. When removing the impella pump, it would not come out of the sheath. It was noted that the sheath had a bent at near the sheath hub. The physician noted that they felt it was due to the rca lesion and not the impella pump.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.